Event description:
It was reported that a user participating in the ilet experience study experienced a hypoglycemic event described as blood glucose dropping very low, with cause unclear, and no related alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included troubleshooting and education completed. Investigation included user follow-up and case assessment. Investigation of this case revealed no device alerts or alarms and no specific device component issue identified, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.